Event description:
On (B)(6), 2013, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the control solution tested below specifications on the patient¿s onetouch ping meter. The medical surveillance specialist (mss) spoke with the reporter (patient¿s mother) on (B)(6), 2013 and obtained the following information. The patient tests her blood glucose 8x daily and her results are usually around ¿70-80 mg/dl¿ or ¿180 mg/dl¿ (bedtime). The patient manages her diabetes with insulin pump therapy. It is not clear when the alleged issue began. The patient continued to follow her usual management routine. The reporter denied the patient developed symptoms or received medical treatment due to the reported issue. The cca noted the subject meter was set to the correct unit of measurement. Additional quality control testing was not performed since the reporter did not have control solution at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the reporter denied the patient developed symptoms or received medical treatment. However, the complaint is being reported due to the failing control solution test result.